Event description:
The affiliate reported the customer alleged discrepant low white blood cell (wbc), hemoglobin (hgb), mean cell hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) and elevated red blood cell (rbc), hematocrit (hct) and platelet (plt) results on two patients when compared to primary instrument mode recovery involving coulter lh 500 hematology analyzer. The customer noted microtainer specimen flagged for h&h check failed system error and instrument r flags on differential parameters. The customer indicated the specimen was a short collection and was not able to repeat. The customer questioned mode-to-mode recovery and performed two patient specimens in both modes. Based on the recovery, the customer suspected the secondary mode was incorrect. The first patient specimen did not have instrument generated flags; the second patient specimen produced instrument generated flag for rbc results. Both specimens generated h&h check failed error messages. Primary mode quality control (qc) recovery was within acceptable limits. Controls performed prior to and after the incident recovered within the assay specifications. The discrepant results were not released out of the laboratory. Primary mode results were reported. There was no report of patient injury or change in patient treatment associated with this incident. The customer performs routine blood sampling valve (bsv) cycling and cleaning of bsv. The customer was advised not to use manual mode to report results. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) noted precision in both modes was acceptable. The fse adjusted the white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) manual mode calibration factors and verified instrument operation. Mode-to-mode comparisons were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.